Event description:
Caller states the patient tested 7.0 inr on the coaguchek xs plus system while a comparison lab returned as 4.91 inr. No actions taken based on the device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.